Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator (ins) for residual pain from rsd. It was reported that the ins got turned off automatically by a leaf blower. Patient checked the device with his programmer and realized it was off. When the stimulation was off patient didn't notice and decided he didn't need the device anymore. However, when he turned the stimulation on it was less comfortable than with it off. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that he had been using the stimulator for maybe 2-4 years and it was generally on all the time, he did not bother turning it on and off. The patient stated he checked it from time to time. The patient stated that sometime, maybe before 1994-1995 he was using a leaf blower and by that time he did not need it because he had rsd which was why he had the whole thing. The patient noted that things were going fine and he checked the amplitude and realized it had not been on. The patient assumed it was not on because it was a magnetic field and he didn't call anyone because he didn't realize he was walking for weeks without it on and it was no different. The patient explained the unit had done its job and his body had accomplished what it was supposed to. The patient didn't think there was an issue and he could turn it back on and when he did it did not feel as good with it as it did without it so he just left it along for years.

Event description:
Additional information was received from the patient. It was reported that no further troubleshooting was performed. After about a month or so, patient was checking the status of the unit. They found it turned off when they thought it was on. Patient reported that the good thing was that their pain had been controlled with the device off. Patient tried turning the ins on again. It felt better without it. Patient reported that they did not recall but their weight was probably (B)(6) at the time of the event. No further complications were reported/anticipated.